Event description:
It was reported that on unknown date, the dhs impactor was unable to sterilize and assemble. Chipping and cracking were noted. This may have happened during cleaning in sterile processing. There was no patient involvement. This complaint involves one (1) device dhs/dcs impactor.

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported the dhs impactor was unable to sterilize and assemble. The repair technician reported the device had damaged threads. Threads stripped/ damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. H3, h6: a device history record (DHR) review was conducted: part# 338.28. Synthes lot# ft00130. Supplier lot# ft00130. Release to warehouse date: (B)(6) 2016. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, d9, h4, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.